Event description:
Dentist reported a case of a female patient who requires extraction of tooth #31 following treatment with a lava ultimate cad/cam restorative for cerec crown. The dentist was not able to provide specific dates of events related to this tooth, but the lava ultimate crown had been seated approximately 3 years ago to treat a fractured tooth. Over the last 1-2 years, the crown has debonded multiple times and most recently, upon debonding, it was noted that the underlying tooth structure had decayed. The tooth is not restorable and will require extraction. Based upon the information provided, 3m was not able to conclude that the use of the product caused or contributed to the reported outcome. Other patient and treatment factors may have caused or contributed to the reported outcome.